Event description:
During a clinic follow-up, episodes of noise resulting in myopotential oversensing were observed on the right ventricular (rv) lead. Rv lead damage was alleged but was unable to be confirmed. A replacement procedure was attempted, but a new lead was unable to be implanted due to the inability to find a permeable vein. A few days later, an additional surgery was performed and the device was explanted and replaced and the rv lead was attached to the new device to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that a subcutaneous device was implanted, so the right ventricular (rv) lead was capped to resolve the event.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.